Event description:
The customer contacted physio-control to report that while a 78 year old female patient was having a stemi (st-elevation myocardial infarction) and then went into cardiac arrest, their device powered itself off three times. The crew was able to power the device back on to deliver defibrillation energy to the patient. There were no reported adverse effect to the patient since they were able to deliver defibrillation energy to the patient. Upon arriving at the hospital, they switched out their device for a back-up device and continued care.

Manufacturer narrative:
Physio-control downloaded and reviewed the device's electronic records, which verified the reported issue. Physio observed that the customer sent the device in with batteries over 2 years old. Physio recommended that the customer obtain replacement batteries. After observing proper device operation through function and performance testing, the device was returned to the customer for use. The cause of the reported issue could not determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while a (B)(6) female patient was having a stemi (st-elevation myocardial infarction) and then went into cardiac arrest, their device powered itself off three times. The crew was able to power the device back on to deliver defibrillation energy to the patient. There were no reported adverse effect to the patient since they were able to deliver defibrillation energy to the patient. Upon arriving at the hospital, they switched out their device for a back-up device and continued care.